Event description:
It was reported that the screws of the side rail knobs loosened frequently so it had to be tightened five times during surgery. There was no pt injury. Delay in surgery was reported as 5 to 15 minutes. No revisions were reported besides the product being retightened. Surgery was able to be completed. Pt outcome was unk.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.